Manufacturer narrative:
Per good faith effort (gfe) response, the bme found that the cable from the switch pcba to accept button was disconnected. After reconnecting the cable, the issue was resolved. The investigation concludes that no further action is required at this time. While this issue has been resolved, the bme observed an additional issue that is being addressed in a subsequent case.

Event description:
Philips received a complaint by the customer on the v60 indicating that the green accept button was not working. There was no patient involvement at the time the issue was discovered as the issue was found during preventive maintenance (pm) service. No patient or user harm was reported. The customer called technical support to report that the green accept button was not working. The remote service engineer (rse) advised the customer on replacing the front panel assembly, informed the customer about checking the ribbon cable on the switch printed circuit board assembly (pcba) or replacing the switch pcba if the cable is connected, and provided the part number of the replacement front panel and switch pcba for repair. Investigation is ongoing.